Manufacturer narrative:
On 02/16/2016 the lot number, sample ID and patient result data were provided. This information has been documented in a1, b5 and d4 respectively. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 57908ui00 , was identified.

Event description:
On 02/16/2016 the specific results data and sid were provided, as follows: (B)(6): (B)(6) 2016: 2189.58 miu/ml, (B)(6) 2016: <1.2 miu/ml. Both results also generated control flags when the results were generated.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely reactive results while using the architect total b-hcg reagent. No specific data was provided. The customer indicated an initial result was positive and negative upon retest. There was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: conclusion code. (B)(4) is being replaced by (B)(4).